Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of pump flow issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella cp, the device alarmed for suction. The performance level was reduced; however, the suction alarms persisted. Imaging was performed to confirm that the impella remained in an appropriate position. The performance level was adjusted to performance level 4, and the patient was monitored for signs of hemolysis. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.